Manufacturer narrative:
(B)(4). Batch # p55c11. The ec60a device was received for analysis with no visual non-conformances and with a gst60d cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. In addition, another gst60d cartridge was received fully fired and with the cartridge pan detached from the cartridge. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic pneumonectomy, the firing trigger could not be grasped at the second firing. Prior to the event, the cartridge pan of the first cartridge came off when the cartridge was removed after the first firing, and the other parts of the cartridge fell apart. The doctor commented that something might have been caught in the jaw and thus the second firing failed. Another device was used to complete the case. There were no adverse consequences to the patient.